Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿, rotating luer lock where it was reported the connector leaked potassium and tazozin. The patient did not receive the full dose of their antibiotic or potassium infusion. Patient required further potassium top up as they remained sub-therapeutic. The event occurred while the device was attached to the patient's central line, with two infusions attached and in progress. No visible holes, cuts, tears or defects noted. The item was stored in its sealed packaging in storeroom prior to being used on the patient. The patient was sedated and did not touch the device. No other harm observed.

Manufacturer narrative:
One used list# 011-h183, 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ was returned for evaluation. As received, there was no physical damage or anomalies only potassium and tazozin solution residuals were observed. The set was tested as procedure and no leak after the test was confirmed. Complaint of leak cannot be confirmed or replicated. A DHR review could not be conducted because no lot number was identified. Corrected information can be found in h6 component code.

Manufacturer narrative:
One used list# 011-h183, 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ was returned for evaluation. As received no physical damage or anomalies only potassium and tazozin solution residuals was observed. The set was tested as procedure and no leak after the test was confirmed. Complaint of leak cannot be confirmed or replicated. A DHR review could not be conducted because no lot number was identified. Corrected information can be found in h6 and h11.